Event description:
It was reported that they identified spots and particles in the luer. Device was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of particles in the luer hub is confirmed to be supplier related. One 20 ga x 0.75 in safestep infusion set was returned without product packaging. The white luer cap was not returned. No apparent evidence of use was observed on the device. Black discoloration was present on the luer hub. The hub was microscopically observed. The black particulates appeared to be embedded within the plastic hub mold. The particulates were likely introduced during the hub molding process; therefore, the complaint is confirmed. The supplier has been notified of this complaint. A lot history review (lhr) of ascvs0286 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascvs0286 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that they identified spots and particles in the luer ans the luer lok cap was missing.